Event description:
On 07/03/2024, it was reported by an arthrex subsidiary employee via sems- (B)(4) that an ar-1938bc suture anchor, biocomposite suturetak anchor came out in one piece when the surgeon tested to see if it was fixed after carrying out the step-by-step procedure for anchor insertion. Everything was removed from the patient. The surgeon then used the pushlock anchor to repair the labrum. This was discovered during a bilateral hip arthroscopy procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.